Manufacturer narrative:
The lens was not returned for an evaluation. Only the opened, empty lens carton was returned. Information indicated that a qualified cartridge, viscoelastic, and a monarch handpiece were used. The root cause cannot be determined for the reported complaint. The lens was not returned for an evaluation. It cannot be verified if an appropriate amount of viscoelastic was used. The customer indicated that the amount of viscoelastic used was minimal, lens than 1 ml. The instructions for use (IFU) instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscosurgical devices (ovd) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU note: during lens loading and insertion, do not allow the ¿ panoptix¿ toric trifocal iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Information provided by the customer indicated that the lens was allowed to stay folded in the injector for less than three minutes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, noticed chipped edges and scratch in middle of lens upon implantation, removed and replaced the lens in initial procedure. Additional information was requested.